Event description:
A malfunction alarm with the code "malf 12" was reported, but there was no indication that it caused an adverse impact to the customer's blood glucose level. A pump reset was performed with assistance from technical support, resolving the issue as the malfunction code did not recur afterward. The customer was informed to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.